Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was getting a black image. Therefore, there was loss of image.